Manufacturer narrative:
Three attempts have been made to resolve this contact. No further info is available on the repair of the bed at this time.

Event description:
The account alleged the head section will not go up. No injury reported.